Event description:
During eval of the device at facility office prior to releasing it to a customer facility, the device's defib output was incorrect. When discharging at 200 joules, the defib analyzer attached to the device read at 44.5 joules. There was no pt involvement in the reported malfunction.